Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient's pacemaker was explanted and right ventricular (rv) lead was surgically capped and abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture with asystole greater than two seconds resulting in syncope for this patient. The device was reprogrammed to fixed outputs to obtain appropriate capture and threshold measurements were increased. The device and lead remain in service. No additional adverse patient effects were reported.